Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. The CT revealed a distal type I endoleak from the right iliac artery. The patient received treatment where endurant limbs were implanted, and the event was resolved. The physician stated that the cause of the event was due to anatomy; disease progression. No additional clinical sequelae were reported and the patient is fine.